Manufacturer narrative:
(B)(4) 2023. The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. A 76-year-old male patient (85kg, 175cm, 27.75 bmi) presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a single stick. Procedure requirements in the manta instructions for use state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The right common femoral arteriotomy was 7.4mm, with mild calcification, and posterior wall calcification. No issues were encountered advancing or withdrawing the medtronic evolut 14f procedural sheath. According to the size selection guide for procedures using tavr sheaths, a medtronic evolut 14f sheath (measured sheath o.d. 18f), the recommended manta device size is 14f. Additionally, indications in the IFU state: the 18f manta vascular closure device is indicated for closure of femoral arterial access sites following the use of 15-18f devices or sheaths (maximum od/profile of 25 f). Proceeding the tavr, activated clotting time (act) was 120, heparin and protamin were administered, and the 18f ce manta was deployed to the measured depth. During deploying the device and sealing the puncture step, the suture tore while the physician was withdrawing the manta closure handle. No information was submitted to confirm the color of the tension gauge label (green or red) following the withdrawal of the manta device. Red in the tension gauge window would have been an indicator that the user was deploying manta with too much force which can lead to the failure of the manta device and the suture breaking. Vascular surgery was performed to remove a part of the suture from the patient. After multiple good faith effort attempts to obtain additional information in regard to the initial, deployment and surgical intervention procedures, patient conditions, and environment, and no device return or angiograms submitted for this investigation, no further response was received. Therefore, the potential root cause of why the device was damaged during use (suture tearing) remains undeterminable. There appeared to be no product quality issue with respect to manufactu ring, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: when withdrawing the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery.the device was used during a tavi procedure. Central access was gained in the right common femoral artery, vessel size was 7.4mm with mild calcification and no tortuosity. Measured depth for the manta was 3cm. Systolic blood pressure was 120mmhg and act was 120 prior to closure. Heparin and protamine were administered during the procedure. The patient was reported as fine post the procedure with no harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when withdrawing the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery. The device was used during a tavi procedure. Central access was gained in the right common femoral artery, vessel size was 7.4mm with mild calcification and no tortuosity. Measured depth for the manta was 3cm. Systolic blood pressure was 120mmhg and act was 120 prior to closure. Heparin and protamine were administered during the procedure. The patient was reported as fine post the procedure with no harm or consequence.